Manufacturer narrative:
Terumo did receive the actual device and visual inspection confirmed that the endoscope lens was cracked. This type of damage is often attributed to handling issues. The device IFU states that the endoscope must be handled with extreme care to prevent damage to the device. (B)(4). All available information has been placed on file in quality management for appropriate tracking, trending and follow up.

Event description:
The user facility reported to terumo cardiovascular systems that prior to vein harvesting procedure, during set-up, the lens on the endoscope was cracked. The product was changed out. There was no delay in beginning of surgery. The surgery was completed successfully.